Manufacturer narrative:
The handpiece used in this case was not returned. A device history record review could not be conducted because the lot number of the device was unknown. The rf controller used in the case was tested to the relevant sections of final acceptance testing and a uterine integrity test functionality test was performed. All testing met specification requirements. Uterine perforations and bowel damage are known complications of endometrial ablation. Complications associated with uterine perforations and bowel injury are addressed in the warning section of minerva endometrial ablation system operators manual and instructions for use documents, including the statements: although designed to detect a perforation of the uterine wall, this test is an indicator only and it might not detect all perforations. Clinical judgment must always be used. If the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. The relationship between the device and the reported event could not be established. Device was not returned.

Event description:
A patient suffering from menorrhagia secondary to dub underwent an endometrial ablation on (B)(6) 2016. Before the procedure, hysteroscopy was performed. No intra-uterine pathology was seen but the cavity appeared narrow. After minerva device insertion and deployment, the cervical sealing balloon was inflated. The doctor indicated that the array opening indicator was in the green. The doctor had to tighten the cervical canal as a hissing sound indicative of co2 leaking was heard. It is not clear how many times the uit test was performed. Once the test passed it was followed by a 2 minute uninterrupted ablation cycle. Post-ablation hysteroscopy was not performed. The patient was discharged shortly thereafter. On (B)(6) 2016 the patient went to the ER due to the onset of severe abdominal pain. A CT scan was performed and free gas was observed in the abdominal cavity. Laparoscopy was performed and a fundal area uterine perforation with serosal blanching around the perforation site and perforation of the small intestine was seen. A general surgeon was consulted and on (B)(6) 2016 laparotomy and small bowel resection with end-to-end anastomosis was performed. The patient was discharged on (B)(6) 2016 and as of (B)(6) 2017 was doing well.